Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent procedure for prolapse and hemorrhoids (pph) on an unknown date and suture was used. The needle was broken at the swage part during use. The broken piece was found visually and the broken needle piece could be retrieved immediately with no problem. The physician opined that the holding position of the needle may have been a problem. The patient was discharged. There were no adverse consequences to the patient.